Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 190 mg/dl. The customer was treated with glucose tablets. Customer stated they were shaking, sweating and having seizures. Customer stated that the auto mode feature was active at the time of low blood glucose event. Customer reported they were sleeping and blood glucose went down due to over delivery. Customer declined troubleshooting for low blood glucose. The device will be returned for analysis. Updated notes: the customer reported via phone call that they were hospitalized due to low blood glucose an on (B)(6) 2021, with blood glucose of below 40 mg/dl. Emergency medical service was dispatched for low blood glucose level. The customer was treated with 50% dextrose or glucose via intravenous in hospital. Customer alleged insulin pump bolused of over 8 units while in auto mode. The reservoir will not be returned for analysis.